Event description:
It was reported that there was a battery failure.

Manufacturer narrative:
The customer requested assistance from remote service personal remote, during which a quote was provided for diagnostic service. Based on the available information, philips is unable to rule out that a malfunction did not occur. As the customer declined service, an evaluation was not performed and a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.